Manufacturer narrative:
Concomitant medical product: 383069 lead, implanted on (B)(6) 2019; w1tr03 crt-p, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on device follow up it was observed that the right ventricular (rv) lead exhibited rising thresholds and rising impedance. The rv lead remains in use, however intervention is planned. No patient complications have been reported as a result of this event.